Event description:
The facility reported that the device free flowed on channel b, found before use and prior to connection to the patient. The nurse noticed the condition when they discovered that the unit was draining. The unit is configured to be use with a slide clamp. Although attempts were made to obtain addtional information from the reporting facility, details were not available. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter event.